Manufacturer narrative:
Other, other text: h10 ? Device evaluation results: the affected bivona tracheostomy tube was returned for investigation in used condition. The customer reported product problem (inflation failure) was not confirmed during functional testing. The cuff inflated as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.

Event description:
It was reported that the balloon component of the tracheostomy tube failed to inflate in a homgenous manner during a trach tube tube change. This occurred even after the product was kneaded. The affected patient was an 18 month old patient with a history of youth syndrome (asphyxiating thoracic dysplasia). Another tracheostomy tube was successfully used on the patient.